Event description:
The customer contact reported an operator error in programming the pump which resulted in the pt receiving more medication than intended. The pump was programmed to deliver a bolus dose of ranolazine, 1000mg/500ml at a rate of 100ml/hr with a volume to be infused (vtbi) of 100ml and the delivery was started. After the bolus dose was completed, the delivery rate was ordered to be decreased to 20ml/hr. At 0530, the nurse reported that the pt had a "single episode of dizziness" and noted the bag of ranolazine was empty. The pump was removed from clinical service. There was not reorted adverse pt sequela. No medical interventions were required. During testing at the user facility investigation at the user facility, the customer contacted stated "the nurse forgot to titrate the rate down after the bolus was delivered." Though requested, no additional information was provided.